Event description:
It was reported that the patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that exhibited backup operation. The backup mode was triggered after an magnetic resonance imaging (MRI) scan, with the device in MRI mode. High voltage therapies were disabled. Programming changes were made to restore the device. Additional information was requested, but not received.